Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a speedband superview super 7 device was used in the stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the bands; however, the bands failed to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. All the seven bands were present on the ligator head. The ligator head teeth presented damage. The suture was intact and attached to the ligator head. The trip wire was kinked and it was not secured in the handle assembly slot; however, the proximal loop was retracted into the handle assembly. A functional evaluation of the handle was performed and no issue was noted. Based on the evaluation of the returned device, the complaint that the bands failed to deploy could not be confirmed. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a speedband superview super 7 device was used in the stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the bands; however, the bands failed to deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.